Manufacturer narrative:
(B) (4). The customer's product has been requested for an investigation. A follow-up report will be submitted if the meter is returned.

Manufacturer narrative:
Evaluations results: the reported meter (B) (4) was returned and investigated. The complaint was not confirmed. Testing of returned strip lot 43595h was performed as well as retain testing. All results of strip lot and retains were within the range specification. This is a final report.

Event description:
A medical health care representative reported they compared a reading of 121 mg/dl obtained on a precision xceed pro blood glucose meter to a lab result of 20 mg/dl, and those tests were completed within ten minutes. The results were plotted on a parkes error grid and fell into the "d" zone showing the difference in values was clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
It was reported that the 6800 system would lock up with a generator error message at boot up. No pt injury was reported.